Event description:
It was reported to bsc/target that according to the physician, during a neuro-radiology procedure to treat a brain aneurysm, a gdc 10-standard coil was placed (with others) in the pt's aneurysm sac level. During the launch procedure of the coil it was not possible to release and detach the coil from the delivery wire (5 times were needed, by repositioning the coil). To launch the coil, the physician pushed the wire and the coil inside the aneurysm, which participated indirectly to the bleeding of the aneurysm.